Event description:
The sheath that comes with the lotus valve kit was in the patient's right groin. Md inserted the 27 mm lotus valve into the sheath and the valve got stuck in the sheath. The sheath (with the valve stuck inside) was removed and a new sheath and valve were inserted without issues. No harm to patient. The vendor is aware of the problem and plans on testing the equipment to see what the defect is.